Event description:
It was reported that during the post-operative exam, it was observed that the right ventricular (rv) threshold had increased since implant, to between approximately 4.5 v and 7.5 v, in bipolar and unipolar. The rv lead was replaced. It was not reported that the lead would be returned. No additional adverse patient effects were reported.